Event description:
Follow up information received reported that the patient¿s implantable neurostimulator (ins) was reprogrammed and that stimulation now covered their chronic painful areas to their satisfaction. It was noted that a revision of the ins pocket site was performed on (B)(6) 2013 where the ins was moved slightly per the patient¿s request. No intervention of the lead component was necessary. The patient had been charging the ins now. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that a revision had not yet been scheduled and the patient didn¿t recall a specific event that caused the lead to move. The reporter did not know which lead had migrated.

Manufacturer narrative:
Product ID: 3550-39, lot# n321212, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 37744, serial#(B)(4), product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012 product type: lead. Product ID: 3708120, serial#(B)(4), implanted: (B)(6) 2012 product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported that an overdischarge was confirmed and further troubleshooting included a power on reset p erformed and an x-ray that confirmed that one of two leads had migrated. It was noted that the patient was being scheduled for a lead revision and the revision had not been scheduled yet.

Event description:
It was reported there was a lead migration and pocket pain. It was noted communication/telemetry issue and coupling issues. It was reported there was an overdischarge. It was noted it was the first overdischarge. It was reported that a physician mode recharge (pmr) was successfully performed and reset the device. It was noted the patient had pain at pocket site. It was reported patient ¿repositions¿ implantable pulse generator (ipg) when sitting down. It was noted that patient had pain at site when charging. It was reported that patient had stopped using spinal cord stimulation (scs) because the patient was not getting good enough coverage to feet. It was noted that the actions required as a result of the event were the healthcare professional was planning to revise pocket site. It was reported that the patient recently lost 30 pounds. It was noted there was a lead migration. It was reported healthcare professional was unable to program around. It was noted patient was getting stimulation in upper left back and left ribs when programming the left lead. It was reported that the right lead was still in place (compared to implant x-rays). It was noted the re was impedance testing performed. It was reported the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient¿s last successful charge and last felt stimulation about 6 months prior. It was noted patient initially ¿liked¿ stimulation, but then it was not covering the pain patient needed. It was reported multiple reprogramming was done and felt good stimulation, but when patient went home it was not covering the pain patient needed. It was noted no patient fall or trauma. It was reported there was a power on reset (por) condition.

Manufacturer narrative:
(B)(4).